Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic robotic assisted hysterectomy, the 3 devices were kept braking. A fourth device of the different lot was successfully used to continue. There was no patient injury.